Manufacturer narrative:
The device was returned to mmd for evaluation. A DHR review was completed and found no non-conformances. When the device was returned for this complaint, it was from a different product line and lot number. The device that was returned to mmd operated as expected. Mmd could not replicate or confirm the reported complaint. Based on this information, an MDR may not have been required.

Event description:
The initial reporter states that the bag set would not deliver formula. They stated that they had this happen with multiple bags from this lot. The initial reporter stated that the patient had lost weight and they felt it was due to this issue. They did not provide any additional information. (B)(4).

Manufacturer narrative:
The device was not returned to mmdg for evaluation. A DHR review was completed and found no non-conformances. Because the device was not returned, mmd has been unable to investigate or confirm the complaint. This report will be updated if the device is returned to mmd.

Event description:
The initial reporter states that the bag set would not deliver formula. They stated that they had this happen with multiple bags from this lot. The initial reporter stated that the patient had lost weight and they felt it was due to this issue. They did not provide any additional information. [(B)(4)].